Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 375mg/dl. The customer's most current level was 404mg/dl. The customer states they treated with bolus. Troubleshoot was conducted. The pump was found to have passed the high pressure test. The customer was advised to conduct full set, reservoir and insulin change. A bent cannula was noted during troubleshoot and may have contributed to the highs. The customer was advised to contact their healthcare provider regarding unexplained highs.